Event description:
Philips received a complaint from the customer on the v60 indicating that during preventative maintenance, it was observed that the devices pressure values remain fixed. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirm nor duplicate the reported problem. The fse performed a history log check without finding any errors and performed flow and pressure checks without finding any anomalies. The device passed the required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution state: (B)(6).